Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's system was extracted due to pericarditis. A small pericardial effusion was also noted on an echocardiogram. The device, right ventricular (rv) lead and right atrial (ra) lead were removed and not replaced. No further patient complications have been reported as a result of this event.